Event description:
The customer reported that while pipetting an hbsag plate on summit the technician noticed that no conjugate was added to well b12. No error was generated. No death or serious injury was associated with this complaint.